Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600 pro synchron chemistry analyzer was leaking from the chemistry cartridge (cc) reagent probe b. The customer stated that there was about 1.0 ml of liquid on the cover and the liquid was observed while troubleshooting a cc reagent level sense error. The leak was contained to the instrument. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves during this event. No erroneous results were generated. No injuries were sustained by any lab personnel.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 for this event. The fse confirmed leaking during a rinse cycle from the reagent probe b collar wash. The fse indicated that the vacuum was weak. The fse resolved the issue by replacing the vacuum pump. Instrument performance was also verified. (B)(4).